Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An attorney alleges, on behalf of his client, a consumer, that following an intraocular lens implant procedure the implant was defective and was otherwise inadequate to correct the vision problems of the patient. This allowed the patient to suffer loss of vision, proximately causing personal injury, emotional distress, pain, mental anguish and said injuries are permanent. There are two medical device reports associated with this patient. This report is for the second eye.